Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert followed by an unable to proceed and a restart alert on the insulin pump; after clearing alarms, unclipping, and checking for drops per guidance, the agent conducted a dry run and the pump delivered 122 units without issue, and the user was instructed to replace supplies, consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and blood glucose was unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage in the insulin path, with the tubing component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.